Manufacturer narrative:
Immucor techincal support performed a remote review of the instrument camera images: batch (B)(4). Sample ID (B)(6) cell 1: (neg) visually neg, cell 2: (neg) visually neg, cell 3: (neg) visually neg cell ii is (s+,s-), cell iii (s+,s+). Pi lab confirmed the reactivity of the s antigens on cells 2 and 3 of retention capture-r ready-screen (3), lot r732, on the echo, using retention capture-r ready indicator red cell, lot 221635 and anti-s, lot 4 2ml. Controls performed as expected. Cell 1 resulted equivocal (pinholes). Repeated testing, using the same lots of reagent. Controls performed as expected and cell 1 resulted negative as expected. Retention product performed as expected. Pi lab performed a screen assay on return sample, sample (B)(6) (per customer is s+), on the echo, using retention capture-r ready-screen (3), lot r732 and capture-r ready indicator red cell, lot 221635. Controls performed as expected. Customer's sample resulted positive on cell 3 (s+) and negative on cells 1 (s-) and 2 (s+). We were able to reproduce customer's observation with submitted sample with cell 2, but not cell 3. We were able to reproduce customer's observation with submitted sample. This issue appears to be unique to the sample.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) (crrs 3) on a galileo echo instrument. The sample contains an anti-s.